Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead perforated the heart wall as confirmed by CT scan and exhibited high pacing threshold measurements. The lead was surgically abandoned. No additional adverse patient effects were reported.